Event description:
Additional information: litigation papers allege the patient complained of pain in her hip going down her thigh, blurry vision and stomach pains and high levels of cobalt and chromium were found in her blood. During revision surgery, milky-looking joint fluid and evidence of corrosion at the neck taper junction was observed. The patient was revised due to hypersensitivity reaction.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation for the stem.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hypersensitivity reaction and corrosion at the neck taper junction.